Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator had a touch screen blocked. The ventilator was not in use on a patient at the time the malfunction occurred. The service engineer (se) verified the malfunction. Se opened the gui touch frame assembly and cleaned. The unit passed all testing and operates within the manufacturing specifications.